Event description:
It was reported by the patient that since device implant, the patient experiences pulsing in the chest every day around 5:00pm and has been experiencing pulsing in the left breast area for the last three days. The patient has discussed the pulsing with the physician and was told it was pacemaker syndrome, but the device is working properly. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).